Event description:
The deep brain stimulator was returned to the MFR with no returned paperwork. Device tracking system indicated the pt was deceased. The cause of death and its relationship with the implantable system were not reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.